Event description:
It was reported that the pump consistently over-delivering by more than 10.5%.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the condition of the device was all intact upon receipt. Functional evaluation to include non-destructive analysis of the pump was performed. Results: the customer reported problem was duplicated during the investigation. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause of the reported event would be attributed to faded discolor and signs of fluid ingression found on the downstream occlusion sensor and chassis base as possible causes of the issue of over delivery. Who caused the reported issue to occur is unknown. Due to the expulsor gasket becoming defective, it is recommended that the expulsor assembly be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction in d1: brand name: updated, d4: model number: 2110, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown